Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, customer reported they had not been performing the air removal step when changing cartridges. Technical support educated customer on the air removal process per the user guide. Customer performed the air removal process and was able to resume insulin delivery. Customer's blood glucose was 300 mg/dl at time of event.